Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, post procedure follow-up revealed that the patient had a pneumothorax, which the physician treated with a chest tube. However, the desired effect was not achieved. Therefore, on (B)(6) 2010 the patient underwent thorascopic surgery to treat the condition. The patient's current condition was reported as being stable.

Manufacturer narrative:
Patient weight is unknown. (B)(4) - surgical intervention to treat pneumothorax. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).